Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
The consumer reported that the implant failed a long time ago (2005) and never provided therapy for the patient. The wire came undone. The healthcare provider (hcp) offered to remove the device but the patient did not want to have another surgery. It was advised to have the patient discuss their options with the hcp. Relevant medical history included urinary dysfunction/sacral nerve stimulation. Follow-up was performed to determine what troubleshooting had occurred, if a cause had been determined, what actions were taken to address the event, and if the issue was resolved.